Manufacturer narrative:
The implanted/explanted dates of the implant have been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in the mouth, the implant did not achieve integration. Clinician reports patient has good hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve integration. Clinician reports patient has good hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve integration. Clinician reports patient has good hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).